Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on performa meter, within 10 minutes: 322 mg/dl, 143 mg/dl and 149 mg/dl. No adverse event reported. Test strips have been depleted; no product to be returned.